Event description:
During transport balloon pump signaled loss of charge and within one or two minutes the machine spontaneously shut down. Soon after, one or two minutes, the patient arrived back to their room, the balloon pump was plugged in and rebooted. The balloon pump then functioned without further issue. The unit was pm'd per manufacturer literature with no faults, and the batteries were changed because they were due for replacement. FDA safety report ID # (B)(4).